Manufacturer narrative:
H3 ¿ the pump and a portion of the catheter were returned for analysis. Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. Analysis of the catheter found ¿sutureless connector ¿ coring/tears/cuts in seal ¿ leaking seen during testing¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8578, lot#: n142932, implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 10-apr-2009, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 22-feb-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 7.2mg/ml at 2.35mg/day, clonidine 475mcg/ml at 154.89mcg/day, bupivacaine 21mg/ml at 6.85 mg/day and baclofen intrathecal 400mcg/ml at 130mcg/day via an implantable pump. The indications for use were non-malignant pain and complex reg syndrome type I. The other medications the patient was taking at the time of the report was oxycodone, oral baclofen prn, gabapentin and desipramine. The patient¿s medical history included forearm amputation, hernia repair, spinal fusion and spine surgery. It was reported that they were doing a pump replacement for expected eol (end of life) and upon disconnecting existing catheter from pump no retrograde flow csf and unable to withdraw csf from catheter access port when reattached to pump. The patient never reported any decrease in efficacy. There were no environmental, external or patient factors that may have led or contributed to the issue and no diagnostics or troubleshooting performed. The healthcare provider made the decision to replace with 8780 catheter and the entire implanted 79 cm length remains implanted but tied off to preclude potential csf leak. The 8578 was explanted. Thee pump infusion rate and ptm settings started at 70% of infusion rate after the pump and catheter replacement. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.